Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+1.0/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2022. The lens was implanted, removed, and replaced intraoperatively due to excessive vault and the problem is resolved. The cause of the event is reported as unknown.